Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information received from the manufacturer's representative reported that an elective replacement indicator (eri) was seen on the patient's programmer which appeared to be normal as the implantable neurostimulator (ins) was implanted in 2008. An impedance measurement run at 0.7 volts showed contacts #6, 7, 8, 9, 10, 11, and 15 were >10 ,000 ohms. The impedance test was re-run at 1.5 volts and only a few of the previous contacts remains out of range (>20,000 ohms). The impedance test was then run at 3.0 volts and only contact #7 was >40 ,000 ohms (everything else was within range). It was noted that contact #10 (at 1.5 volts) had a value of 18,559 ohms but at 3.0 volts it was 11,321 ohms. Contact 15 (at 3.0 volts) had a value of 31 ,411 ohms. The patient was programmed on contacts 4 through 7. No symptoms were reported. Follow up information received from the manufacturer's representative reported that the cause of the high impedances were not determined. The patient was programmed around electrode 7 (that had high impedance) and received effective therapy. The indication for use for the implanted device was noted as complex regional pain syndrome type I.

Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information received from a manufacturer's representative (rep) on (B)(6) 2016 reported the patient was going to have the implantable neurostimulator (ins) changed out today due to the elective replacement indicator (eri). Impedance measurements were taken to check the system prior to the ins changeout and there were more high impedances. Electrodes 6,7,8,9, 10, 13 and 15 are high when conducted at 0.7 v and 1.5 v. It was noted that these were already observed, but electrode #13 was not reported as high during the previous call on (B)(6) 2016. No trauma or falls were reported that could have been related to the issue. It was noted that the patient was receiving therapy benefit at the time of this report and the rep stated that they did not plan on replacing anything other than the ins today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.